Event description:
It was reported that during implant, the pulse generator exhibited a set screw issue. The device was not implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description included. Analysis confirmed setscrew issue. Excess med-a was noted between the a-tip and v-tip septums that fused the two together. The inner a-tip septum was damaged and the setscrew inset noted septum material clogging inset. The a-tip setscrew inset was stripped about 60% making it difficult to tighten.